Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of fluid under the ipg site was noted. The patient was placed on antibiotics and the ipg was explanted.